Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and the analysis of the returned product. The balloon catheter was returned with blood visible in the guide wire lumen, which is consistent with the sds being advanced over a guide wire. There was contrast ni the inflation lumen and the balloon was loosely folded, indicating that the device was prepared for use and pressurized during the procedure, as reported. A new indeflator was used to inflate the balloon to its rated burst pressure (rbp), 18atm, and the balloon inflated without any anomalies noted. Additionally, measurements of the inflation times were taken and found to be within manufacturing specification. Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, inflation technique or an interaction with accessory devices. Based on the reported information, the lesion was mildly tortuous and mildly calcified, which may have contributed to the difficulties experienced. In this case, it is possible that balloon watermelon seeded from an interaction with the stent implant and/or the tortuous and calcified lesion during inflation. If the balloon expanded in a narrow portion of the lesion during inflation attempt, this can also cause the balloon to slip/watermelon seed. To ensure this type of occurence is not a result of a potential manufacturing deficiency, all balloons are visually inspected for proper fold configuration and a sampling of units is also destructively tested to verify proper balloon inflation/deflation. The reported patient effect of dissection, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. A review of the finished product by lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, since the analysis was unable to confirm the reported difficulty inflating the balloon and did not identify any malfunction with the returned catheter, the reported balloon movement/slipping may be related to circumstances of the procedure; however, a conclusive cause cannot be determined. Furthermore, although there does not appear to be any indication of a product quality deficiency, a definitive cause for the patient effects and the relationship to the device, if any, cannot be determined.

Event description:
It was reported that another company's stent was implanted. The 3.5 x 8 mm voyager nc balloon catheter was advanced to perform post-dilatation. However, the balloon kept slipping and the lesion was not adequately dilated. The lesion was examined with angiography, and a dissection was observed both distal and proximal to the previously implanted stent. A 3.5 x 08 mm xience v stent was implanted to treat the dissection proximal to the previously implanted stent. The proximal dissection was stretching into left main trunk, and another company's balloon catheter was used to treat the remaining area of dissection. The dissection located distal to the previously implanted stent was not expected to expand further; therefore, only the dissection located proximal to the stent was treated. Though requested, no additional information was available.